Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head video image became monochrome with poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertightness failure and cable damage. Based on the results of the investigation, it is likely the image issue was due to flooding of the imaging equipment. However, a definitive root cause could not be established. The cause of the flooding could not be established. Based on the results of the investigation, a probable cause for the malfunctions identified during the device evaluation could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head video image became monochrome with poor image quality. There were no reports of patient harm.